Manufacturer narrative:
Block h6: imdrf a0501 captures the investigation finding of inner shaft or sheath detachment of device or device component. Block h11: a wallflex biliary rx covered rmv stent system with its delivery system was received for analysis. Visual inspection identified the stent in a partially deployed condition, with the outer sheath unraveled and kinked. Functional testing of the deployment mechanism was performed; however, despite actuation of the delivery system, the stent could not be fully deployed. Upon manual removal of the stent, the inner sheath was observed to be broken, which prevented successful deployment. Media analysis was also conducted on a photograph provided by the complainant, which confirmed the stent was in a partially deployed state. Product analysis confirmed the reported event of stent partially deployed. The investigation concluded that the reported event and additional observed damage of sheath detachment of device or device component were most likely caused by procedural factors, including lesion characteristics, handling of the device, and physician technique. Based on all available information, the investigation selected that the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a wallflex rx covered rmv biliary stent was to be implanted in the common bile duct to treat a bile leak during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was not tight (tortuous) and was not dilated prior to stent placement. During the procedure, the stent could not be released from the introducer. The stent was then removed, and the procedure was completed with a flexima stent. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation finding of inner shaft or sheath detached or separated. Please see block h11 for full investigation details.